Manufacturer narrative:
Upon evaluation, it was found that there was water invasion into the connectors, which caused an electrical continuity error. The plug unit was dirty due to water leakage. Additionally, due to damage on the ch-tube, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that during preparation for a diagnostic tracheoscopy, the evis lucera elite bronchovideoscope had no image. The procedure was completed with a similar device. No death, injury or harm was reported, as the patient was not under sedation when the issue was found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that breakage of the circuit board at the scope connector influenced on the reportable malfunction, which was likely caused by water invasion of plug unit. However, a definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: "-if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Leakage testing of the endoscope_perform the leakage test. -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible." Olympus will continue to monitor field performance for this device.